Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the medication request to issue was still pending to be approved. A technical support specialist connected to the machine and the request was approved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxismedflex system request to medication issue was still pending approval. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.